Event description:
It was reported from (B)(6) that it was observed that the top switch/button controls of the small battery drive device were jamming. During in-house engineering evaluation, it was observed that the motor was blocked, seized, and rough running. It was further observed that the device had no function. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there were no delays to a surgical procedure. It was not reported if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was blocked, had seized, and was rough running. It was further noted that the device had no function. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.